Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a mp1000-c product was not available for investigation; and the lot number of the complaint sample was reported unknown. The feedback provided by the customer indicates the maxplus piston remained recessed and did not return to its original position. Further information provided by the customer suggests the maxplus device was disinfected using reynards chlorhexidine and alcohol pads. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records could not be performed as the lot number was not available. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxplus component in the past 12 months.

Event description:
It was reported while using bd maxplus positive pressure connector the product was damaged. There was no report of patient impact. The following information was provided by the initial reporter: during the use of a bd maxplus a nurse noticed the blue bung from the nfc had not re-expanded to form a flat surface at the point of connection. The clinician changed the nfc.